Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary artery total pneumonectomy resection, the reported device was used for the first firing, but the staples were fired in u shape without being formed in b shape. Another device was used to complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient injury.